Event description:
It was reported by the patient's mother that the pod was painful during wear. After removing the pod from the infusion site (abdomen), the infusion site looked swollen. No medical assistance was required. A new pod was applied. No impact to the patient's blood sugar level was reported.

Manufacturer narrative:
The event description (b5) and health effect codes (h6) have been updated. There was no serious injury reported. Based on the updated information, insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this case is no longer deemed reportable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed an abscess at the pod¿s insertion site (left upper leg) while wearing the device between 37 and 48 hours. The pod was painful during wear and the infusion site was swollen. The patient was examined at the emergency room, the abscess was evaluated with ultrasound, and the pus was removed. The patient was prescribed serasept 4 times daily. The pod was removed and a new pod was applied. No impact to the patient's blood sugar level was reported.